Event description:
The manufacturer received information alleging a trilogy evo ventilator was faulty and failed calibration. There was no reported patient involvement. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator was faulty and failed calibration. There was no reported patient involvement. During the evaluation at the third-party service center, the calibration failure allegation was not confirmed. There was no documentation stated on the root cause and/or a component replacement to resolve the failure. It is noted that the device passed all final testing. A request was made to obtain the original failed test papers. Additionally, it is noted that a not reportable ventilator service required error code relating to an 'out press railed low' was found in the device's error log. The service technician states that the system printed circuit assembly (pca) board was replaced to resolve the issue. The blower, machine flow sensor, one in-line filter, and system pca tubing were replaced due to contamination. The air foam inlet filter, muffler, and particulate filter were replaced for maintenance. Based upon the new and limited information, the complaint was updated to reflect a not-reportable allegation. The section h coding was updated to reflect the update. Additional information regarding the evaluation of the device was received. The service technician clarified that the calibration failure was due to a blower calibration failure. The system pca and the blower assembly were replaced to resolve the blower calibration fail. Based upon this new, additional information, the report remains as a not reportable allegation. The section h coding has been updated to reflect the additional information updates.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator was faulty and failed calibration. There was no reported patient involvement. During the evaluation at the third-party service center, the calibration failure allegation was not confirmed. There is no documentation stated on the root cause and/or a component replacement to resolve the failure. It is noted that the device passed all final testing. A request was made to obtain the original failed test papers but there has been no response at this time. Additionally, it is noted that a not reportable ventilator service required error code relating to an 'out press railed low' was found in the device's error log. The service technician states that the system printed circuit assembly (pca) board was replaced to resolve the issue. The blower, machine flow sensor, one in-line filter, and system pca tubing were replaced due to contamination. The air foam inlet filter, muffler, and particulate filter were replaced for maintenance. Based upon this new and limited information, the complaint has been updated to reflect a not-reportable allegation. The section h coding has been updated to reflect this update. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.